Event description:
Patient reported "rupture" and "one of the implants broke". Later patient reported "sensitivity due to implant rupture and sarcoidosis". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.